Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The manufacturer determined during its investigation that there is no causal relationship between the objective evidence and the alleged event; therefore the alleged event is unconfirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The inside of the cassette door was damp and there were a dozen droplets inside the compartment. The patient reported receiving an air detected in cassette alarm multiple times during drain 1 of 4 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient noted air bubbles along the top ridge of the cycler set cassette. The film on the back of the cycler set cassette was not loose. The patient was advised to discontinue the use of their cycler for the evening and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient continued using the cycler the following day. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The inside of the cassette door was damp and there were a dozen droplets inside the compartment. The patient reported receiving an air detected in cassette alarm multiple times during drain 1 of 4 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient noted air bubbles along the top ridge of the cycler set cassette. The film on the back of the cycler set cassette was not loose. The patient was advised to discontinue the use of their cycler for the evening and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient continued using the cycler the following day. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.